Event description:
The reporter claimed the animas insulin pump has a history record dated (B)(6) 2007 at 12 am. There was no reset date/time issue with a battery changed. The reporter alleged that the pump maintained the correct date and time when the battery is removed for less than 24 hours. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the date/time issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4):during evaluation, a timekeeping accuracy test was performed and the pump was found to accurately keep time. No alarms were noted during testing.